Manufacturer narrative:
Literature citation : jan-helge klingler, christoph scholz, evangelos kogias, ronen sircar, marie t. Krüger, florian volz, christian scheiwe, and ulrich hubbe,"minimally invasive technique for pmma augmentation of fenestrated screws" a2:mean age:72.8 ± 8.8 years a3: 25 women and 10 men. (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown.

Event description:
It was reported in a literature article that 25 women and 10 men, with a mean age of 72.8 +/- 8.8 years with bone softening caused by osteoporosis or neoplastic conditions, fenestrated screws were used for cement augmentation in order to achieve better purchase.post op loosening of screw was found in one patient.